Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a connecting with transmitter message was reported. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A nordic bluetooth pairing test was performed and failed. A review of the share logs was performed and signal loss greater than an hour was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. The reported event of a connecting to transmitter message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.